Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging contrast issue. The reporter alleged contrast on meter almost makes it unreadable. The reporter stated using back light and contrast setting helps a little but does not last. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.